Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: the child observed a difference since the new needles (bd micro-fine ultra pro): the needle seems shorter to him and he has to do a skin fold more important.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: the child observed a difference since the new needles (bd micro-fine ultra pro): the needle seems shorter to him and he has to do a skin fold more important.